Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: incident description: critical patient running norepinephrine infusion, pump stopping 5 minutes alerting to air bubble" in line. Patient disconnected multiple times to flush. Air bubble none present. User and rn attempted to clear line change pumps change tubing reestablish new norepi infusion. In doing so critical patient not receiving norepi causing increased hypotension."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.